Manufacturer narrative:
One probe sample was returned for the cutting being stuck in place at the start of the surgical case. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. The sample was visually inspected and deemed to be nonconforming. Foreign material was present in the port and the cutter was completely closed in the port. An actuation test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The report evaluation does not confirm the probe had an actuation or cutting performance issue. The probe did confirm the cutter was completely closed in the port. The root cause for no this condition is due to the foreign material present within the port. Where and when this foreign material came from cannot be determined from the evaluation, but the probe had been used in surgery. Due to the complaint sample being expired, no further evaluation activities are being performed or no likely root causes are being determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter was locking and sticking at the beginning of an eye surgery. The product was replaced. Additional information and product sample have been requested for this report.